Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5054-58 lead (B)(6) 2006. (B)(4).

Event description:
It was reported that there was an atrial lead polarity switch. Follow-up to the representative could not confirm any additional information other than the lead was reused it after intraoperative testing. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.